Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device failed the op check. There was no reported patient involvement.

Manufacturer narrative:
The reported issue was confirmed and traced to a faulty therapy cable and processor pca. One processor pca was returned for failure analysis. The reported problem was verified during lab tests. Therapy connector j16 pins had a cold solder joint resulting in lifted pins. The available information is consistent with a malfunction of the processor pca. The cause was a cold solder joint resulting in lifted pins. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.